Event description:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure). Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure). The ventilator was investigated by our field service engineer on-site and the issue could not be reproduced. No part has been replaced and returned for technical investigation. The unit passed functional and safety test and was returned unit to clinical service. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).